Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or show ¿high¿ on the cgm. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer resolved the issue by changing the infusion set and cartridge, and then resumed insulin.